Manufacturer narrative:
(B)(4). Concomitant medical devices - persona partial knee tibial component cemented size f left medial catalog #: 42538000601 lot #: 64039053, persona partial knee articular surface left medial size f 11mm catalog #: 42518200611 lot #: 63802772, refobacin plus bone cement catalog #: 4720502083-3 lot #: 837da09200. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it is not available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2021-00003, 0001825034-2021-00346. Investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, swelling and tibial osteolysis approximately fifteen (15) months post-operatively. Initial operative notes did not identify any intraoperative complications. Revision operative notes reported removal of implants without bone loss with no loosening identified. New components were implanted and the surgery was completed without complications. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2021-00924.